Manufacturer narrative:
The customer indicated that a sample device is not available for return for testing and investigation.

Event description:
The customer reported a leak of chemotherapy (paclitaxel) during priming of a plum set with infusion rate of 350ml/hr. There was patient involvement, however, there were no adverse patient consequences.